Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: investigation was unable to confirm or duplicate a line through the display as alleged in the origina complaint. During testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.